Event description:
Reportedly, during testing, the ventilator displayed a blank screen. The unit could not be turned off. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).